Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries, adhesions, bowel and omentum adherence, bowel resection, debridement of necrotic tissue and subsequent surgeries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009, patient underwent surgery for repair of an incisional hernia. As alleged, a bard/davol sepramesh ip was implanted to repair the hernia defect. It is also alleged by the patient's attorney that on or about (B)(6) 2013, patient an additional surgery for repair of an incisional hernia. The surgeon lysed adhesions to the mesh. The surgeon noted that this was a difficult procedure due to the bowel and omentum stuck to the anterior abdominal wall and previous mesh. A non-bard/davol physiomesh, was then placed to repair the defect. It is alleged by the patient's attorney that on or about (B)(6) 2014, patient underwent a removal of all mesh. Upon entering the plaintiff¿s abdomen, the surgeon noted that there was an extensive amount of adhesions, which took over three hours to lyse. The small bowel was densely adherent to the first mesh the surgeon encountered. He then encountered a piece of hard mesh. The surgeon removed both meshes. However, he had to perform a resection because there had been ingrowth into the bowel. The surgeon repaired the resulting defect using a biologic mesh, non-bard/davol lifecell strattice. As alleged on or about (B)(6) 2014, patient underwent an additional surgical procedure to irrigate and debride his necrotic abdominal wound. It is also alleged by the patient's attorney that on or about (B)(6) 2014, patient underwent yet another surgical procedure to debride his necrotic abdominal wound. As alleged, patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. As reported, the products implanted in patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat..as alleged that patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress and other damages. As reported, patient has been injured, sustained past and future severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the defective mesh products.